Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was left programmed on after explant in (B)(6) 2011, and subsequently delivered hv therapy due to noise, resulting in an sosd alert on (B)(6) 2011. The functionality of the device was tested on the bench and automated equipment and found to be normal.

Event description:
It was reported that the patient expired in a motor vehicle accident after a possible myocardial infarction.